Event description:
The customer stated that his blood glucose was tested using his dr's meter and the reading was 220 mg/dl. The customer retested a few minutes later using his contour and received a reading of 561 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned for eval.